Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be submitted.

Event description:
Report received from the USA returning the device for service. During service a damaged connector was found. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.